Manufacturer narrative:
(B)(4). Investigation summary: a complaint of clamp issues leading to leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of leakage and clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500, lot number 20113285 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing clamp was loose and caused propofol to leak after being spiked and primed. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "I have another report of the tubing leaking when used for propofol infusion: propofol tubing leaking into the floor after new bottle was spiked and primed. Tubing was primed and ready to be hung but not connected to the patient. Noted drips of propofol in the floor. Tubing was clamped with roller clamp per protocol." "Update: this occurred on (B)(6) 2020. I was just informed. The leakage occurred at the end of the tubing where it would be connected to another IV or to the patient. The cap was still on, the roller clamp engaged, but the medication was dripping from the end. It appears the roller clamp is not fully compressing the tubing."